Manufacturer narrative:
The returned device was evaluated and a tear was found on the unexposed portion of the soft cannula. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding and nothing was found. The exact cause of the reported bleeding could not be conclusively determined. This resulted in a leak that resulted in fluid causing corrosion on the interior components of the device. The battery voltages were found to be low and the device data was unable to be manually downloaded due to the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl and that there was bleeding noted at the insertion site. Hyperglycemia treated by patient activating new pod. The pod was worn for less than an hour on the abdomen.